Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is documentation which supports a possible causal/contributory relationship between the pt. Lifting the cycler device and the pt¿s inguinal hernia. Inguinal hernias are most often caused by a weakness in the abdominal wall structure. Inguinal hernias are more common in men and can be caused by heavy lifting, straining and any activity that raises abdominal pressure (medline plus, 2018). Additionally, hernia is a commonly known complication in pd therapy due to increased abdominal pressure from the dialysate during pd treatment which can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Therefore, there is a possible association between pd therapy and the pt¿s subsequent inguinal/abdominal pain which warranted hospitalization for hernia repair. However, there is no documentation (not any allegation) of a liberty select cycler malfunction or product deficiency that caused or contributed to the pt¿s hernia event.

Event description:
On (B)(6) 2018, this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) therapy presented to the emergency room (ER) with complaints of complaints of groin pain/abdominal pain. It is documented in the patient¿s medical records that the pt. Had an inguinal hernia which developed approximately 3 months prior when the patient heard a pop when he was lifting the dialysis machine (cycler). The patient encountered intermittent bulge at the hernia site but at times the hernia would reduce itself. It was documented there were no issues with peritoneal dialysis (pd) treatments. The patient was admitted into the hospital and underwent inguinal hernia repair on (B)(6) 2018. Additionally, it was noted the hernia was also causing a partial bowel obstruction which had spontaneously reduced. During hospitalization, the patient was continued on manual pd therapy. Laboratory analysis indicated the patient was hypokalemic which was attributed to poor oral intake and the patient received potassium replacement. The patient also had an elevated white blood cell (wbc) post-operatively; however, there was notation of possible urinary tract infection without any documentation of antibiotic therapy. On (B)(6) 2018, the patient was considered stable for discharge home continuing pd therapy. However, the exact date for the patient¿s discharge is not documented in the medical records received. Additional information was solicited.